Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst commented, lead returned with the helix fully retracted. Visual inspection found the outer insulation breached cut/ extrinsic with blood ingression. According to the amount of blood ingress along lead length, the breached insulation might happen at implant.

Event description:
It was reported that within 24 hours of implant, the atrial lead dislodged twice. The lead was replaced by a new one which was positioned more lateral in the atrial appendage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).